Event description:
It was reported by a customer that during patient use, the 840 ventilator generated an oxygen (o2) sensor failure alarm. Although, the unit continued cycling, the patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien field service engineer (fse) replaced the o2 sensor to resolve the issue. The suspect sensor was returned and investigated. The sensor was found to be operating as intended.(B)(4).

Manufacturer narrative:
The evaluation and repair of the ventilator has not yet been performed. (B)(4).